Event description:
Procedure type: parastomal hernia repair. According to the rptr: the pt experienced adhesions and hospitalization/prolongation of hospitalization. The adhesions were divided, the hernia reduced. And a synthetic mesh was used to reinforce the repair. The device is unlikely to be related.

Manufacturer narrative:
(B)(4).